Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was defective.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was defective.

Manufacturer narrative:
In section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date, h.4 device manufacture date.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was defective.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1/2cc, 6mm, 31g syringe. Customer states that the syringe has a defect. The photo was examined and exhibited a jammed stopper in the barrel as well as a piece of the barrel broken off approximately ranging from the 25-45 unit markings. CAPA (B)(4) has been opened to address the deformed stopper issue. Unable to perform complaint lot history check for barrel broken and stopper damaged due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time. Probable root cause for the broken barrel was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.

Manufacturer narrative:
Additional information: medical device lot #: 7177824. Medical device expiration date: 7/31/2022. Device manufacture date: 6/26/2017. Investigation summary: a review of the device history record was completed for batch# 7177824. All inspections and challenges were performed per the applicable operations qc specifications. There were eleven (11) notifications [200705249, 200705248, 200705247, 200706054, 200705885, 200706200, 200705514, 200706359, 200705994, 200706852, 200706592] noted that did not pertain to the complaint. There were three (3) notifications [200705161, 200705141, 20070512] noted for damaged barrel. There was one (1) notification [200705017] noted for damaged shield. There were two (2) notifications [200705296, 200704761] noted for damaged tips.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was defective.